Event description:
When ground pad removed from lt thigh, small black area found on lt identical to one found on pt. Small area on pad didn't appear to adher to pt. Bacitracin & bandaid applied to thigh in or. No add'l notation. Re: treatment in chart.